Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with laparoscopic right salpingectomy and leep of cervix due to right adnexal mass, sui and cin-1 of the cervix. It was reported that patient underwent laparoscopy, extensive lysis of adhesions, partial left salpingectomy, revision of prior sling, placement of new monarc sling uthropexy and cystoscopy on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to pain, persistent sui, and sling migration. On (B)(6) 2012, patient underwent another gynecological procedure and mesh was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.